Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had cervical placement and the implantable neurostimulator (ins) was in the patient¿s chest. Shortly after the patient¿s dog jumped on them on (B)(6) 2017 it felt like the ins was heating up while recharging and stimulation felt different. This was clarified to have started on (B)(6) 2017. The patient noticed that amplitude was changing on its own starting on (B)(6) 2017. The patient did not use adaptive stimulation. Program 1 was supposed to be at 0.5v and program 2 was supposed to be at 0.6v. The patient noticed that program 1 would go to 0.7v. The caller stated that they were using the patient programmer, navigated to ¿return to clinician settings,¿ and then synced with the ins. This resulted in program 1 going back to 0.7v. The patient had seen the warning screen to call the clinician on the patient programmer on (B)(6) 2017 but the patient did not know what code was seen. The patient had checked the programmer manual but the code was not in there so the patient did not know what the code meant. It was confirmed that the ins was charged appropriately at the time of the report. The caller inquired about the formatting on the programmer as there was a comma instead of a decimal point; however, switching the format during the call resolved this. Impedances were checked. Electrodes 1 and 2 showed less than 50 ohms. The patient was programmed with 1- 3+. Programming was changed to exclude contact 1, stimulation was turned up, and the patient was now ¿feeling it good.¿ no further complications were reported.